Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes after an aortic root translocation. All data were collected from a single center between 1997 and 2013. The study population included 32 patients, 2 of which were implanted with a contegra valved conduit. Serial numbers were not provided. The contegra study population was predominantly male; mean age 6.5 months, 6.9 kg. Among all patients implanted with a valved conduit, adverse events included: complete heart block (chb), permanent pacemaker implant, trivial to severe right ventricle-pulmonary artery conduit regurgitation and reoperation/reintervention. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.